Event description:
Lab phlebotomist developed hand redness and itching about 15 minutes after wearing the glove. She saw her physician in 2006 who prescribed hydrocortisone ointment and "pills". Cardinal health learned appros 2 months later that the phlebotomist sought medical care.

Manufacturer narrative:
The device history record was reviewed and no abnormalities were noted. Historical trending was done. Sample evaluation showed that the glove protein level was within the required specification. This glove has passed a series of tests prescribed by regulatory agencies for the intended use of the glove. There is no change in the manufacturing processes and formulation. Some individuals may experience an allergic reaction to some of the materials in natural rubber latex gloves, and react to allergens naturally occurring in the rubber. Others may experience a reaction to anti-oxidants and accelerators, which may be added during the manufacturing process. Some reactions may be caused by contact dermatitis and may not be allergic in nature at all. The supplier has been appraised of this incident, and they will monitor the protein content and the chemical residue to ensure values during manufacturing.